Manufacturer narrative:
Product analysis: analysis confirmed the customer comment tha the battery cover required replacement, the compartment was damaged and it was additionally noted that the upper and lower cases and the output connector assembly were broken and that the hanger assembly, encoder assembly, two knobs and one case screw were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. Information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) battery cover needed to be replaced and required verification. The status of the epg is unknown. There was no patient involvement. It was further reported that the epg was returned for service. It was further reported that the product had been returned to service. It was further reported that the epg subsequently tested out of specification during manufacturer's analysis.